Event description:
It was reported that on (B)(6) 2020, during the case the ria2 reamer head came disconnected with the ria2 tube assembly and reamer shaft. We had to pull the guidewire out which the reamer head came out with this also. There was damage to the reamer head so it could not be reused. A broken stryker gamma3 nail was removed during the case and a broken screw that was part of the of the broken nail was left behind in the distal femur. The surgeon felt he could ream around but we believe that the broken screw hit the reamer head causing the disconnection and damage the reamer head. There were fragments generated from the broken device and removed easily without additional intervention. No broken product was left behind in the patient. The procedure was successfully completed with the use of another ria2 reamer head. There was a 8 minutes surgical delay reported. Part # unknown, lot#unknown, quantity unknown screw (part#unknown, lot#unknown, quantity 1) . This complaint has two (2) devices. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).